Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 219 mg/dl, 64 mg/dl 2. 58 mg/dl, 203 mg/dl, 64 mg/dl, 218 mg/dl, 65 mg/dl, 208 mg/dl 3. 58 mg/dl, 206 mg/dl, 204 mg/dl 4. 65 mg/dl, 150 mg/dl 5. 174 mg/dl, 58 mg/dl, 182 mg/dl, 60 mg/dl, 179 mg/dl sets of readings were taken at different times and the readings are not duplicated. Customer was using 4 boxes of test strips with the same lot and catalog number at the time of the comparisons. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.